Event description:
It was reported the device is presented with a speaker malfunction error message and no sound is coming from the device. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The philips field service engineer (fse) was onsite and confirmed the device speaker is defective and needed replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after the speaker was replaced. The investigation concludes that no further action is required at this time. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).